Event description:
It was reported that during an attempt to implant the lead, the fixation helix would not extend. The lead was removed and returned. A new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected: patient outcome. Evaluation summary: (B)(4) the full lead was returned where it was observed that the helix was disengaged from helical channel. There was blood/body fluid in/on the helix mechanism and on the distal conductor (not obstructed). The distal conductor was distorted, and there was a tip seal observation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.